Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological/non-biological, tube extenders with molding defects, and air bubbles in gel. The following issues were found in tubes (367968) from lot 0135357: defective marking ×75; fm in gel ×5; damaged tube ×3; spot in tube ×1; dirty tube ×25; air bubbles ×7.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: bd received samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective marking, fm in gel, damaged tube, dirty tube and air bubbles in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely cause of the dirty tubes was ink smears and defective marking is a felt pad used for ink application dislodging from the labelling equipment. An incomplete line clearance did not cull all affected tubes. The most likely cause of the black fm in the gel of the tube appears to be a piece of burnt silica. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. The most likely cause of the damaged (scratched) tube would be an equipment jam prior to the tube evacuation process with an incomplete purge of tubes affected by the jam. Air bubbles embedded in the tube most likely occurred during the injection molding start-up process, with inadequate purging of the line occurring. The fm embedded in the tube (spot in tube) most likely occurred during the injection molding start-up process, with adequate purging of the line occurring. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced foreign matter in tube biological/non-biological, tube extenders with molding defects, and air bubbles in gel. The following issues were found in tubes (367968) from lot 0135357: defective marking ×75, fm in gel ×5, damaged tube ×3, spot in tube ×1, dirty tube ×25, air bubbles ×7.